Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the sensors. Customer states that the sensor glucose and the blood glucose are off and there are calibration errors. Nothing further reported.